Event description:
The customer stated he was hospitalized for diabetic ketoacidosis with a blood glucose reading over 1000 mg/dl. The customer changed the infusion set two days prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the required tests. In addition, the customer stated the insulin pump was submerged in water and he was also dealing with an infection.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.